Manufacturer narrative:
(B)(4). The customer returned one arterial catheter for analysis. Signs of use in the form of biological material was observed on and within the catheter. Visual inspection revealed a kink adjacent to the juncture hub. The catheter body length from the juncture hub to the distal tip measured 53 mm, which is within the specification limits of 52-56 mm per catheter product drawing. The distal extension line outer diameter measured 2.47 mm, which is within the specification limits of 2.39-2.49 mm per the extension line extrusion product drawing. The distal extension line inner diameter measured 1.19 mm, which is within the specification limits of 1.09-1.19 mm per the extension line extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "maintain catheter patency according to institutional policies , procedures and practice guidelines." A lab inventory syringe was used to flush water through the lumen and the lumen flushed as intended. No signs of blockage or leaking were observed. The IFU provided with this kit warns the user, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities. Warning: do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations." The customer report of a malfunctioning catheter was confirmed through complaint investigation of the returned sample. The catheter met all relevant dimensional and functional requirements and was able to flush as expected. However, a kink was observed adjacent to the juncture hub. The IFU provided with this product warns the user, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities." Based on the customer report and the sample received, unintentional use error likely caused or contributed to the reported event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "in intensive care, the catheter becomes blocked after insertion. The catheter does not provide a correct arterial waveform signal, and its obstruction requires replacement with another arterial catheter." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "discharged from the intensive care".

Event description:
It was reported that "in intensive care, the catheter becomes blocked after insertion. The catheter does not provide a correct arterial waveform signal, and its obstruction requires replacement with another arterial catheter." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "discharged from the intensive care".

Manufacturer narrative:
(B)(4).